Manufacturer narrative:
Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a rise in power consumption. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump remains implanted and therefore is not available for analysis. The implantation of ventricular assist devices is associated with numerous risks. Serious and life threatening adverse events including pump thrombus have been associated with the use of this device as outlined in the labeling. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use addresses setting parameters for the power alarm threshold, how to recognize alarms and pump parameters and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Based on the available information a root cause of the reported event cannot be determined; however, the event may be impacted by patient factors and comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
The ventricular assist device (vad) coordinator reported that patient had blood work drawn on (B)(6) 2015 which showed an ldh in the 400s (up from baseline of 250).the patient instructed to come to clinic on (B)(6) 2015 for log file download and repeat lab work. Log files sent for manufacturer review and showed normal power consumption, but the flows/powers were slightly up-trending since (B)(6). On (B)(6) 2015 ldh was in the 500s, inr 3.4 (goal is 2.5-3.5 due to mechanical aortic valve). The patient was admitted on (B)(6) 2015 for IV anticoagulation. On (B)(6) 2015, it was reported that the patient is still in the hospital on bivalirudin. His ldhs have down-trended into the 500s after peaking in the 900s. He is currently united network for organ sharing (unos) status 1ae due to device malfunction and the site is hoping to transplant him. The patient is highly sensitized, so it was reported that there "may be a long wait".